Manufacturer narrative:
Corrected data: per the additional information received, the event no longer meets the reportability criteria.

Event description:
It was reported that the patient's ipg was not nearing end of life.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg is nearing end of life. Surgical intervention may be pending to address the issue.